Event description:
It was further reported that the stent was a 3.0x28mm liberté¿ and was damaged.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20mm x 3mm, eccentric, de novo target lesion was located in the mildly calcified left anterior descending artery. After advancement of a 6f, 3.5 non bsc guide catheter and a 180 pt2 ms guidewire, predilation was performed with a 2.5x15 maverick balloon catheter. A 3.00mm x 24mm liberté¿ stent was advanced to treat the lesion but the stent struts was exposed from the balloon. The device was removed completely by removing it back with the wire. The procedure was completed with a another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent. There was contrast in the inflation and guidewire lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the a couple row of struts in the middle of the stent and the distal end of the stent were damaged. There were stent struts that were flared, bent, and overlapping. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the stent was a 3.0x28mm liberté¿ and was damaged.

Manufacturer narrative:
Upn corrected from h7493893824300 to h7493893828300. Catalog/model # corrected from 38938-2430 to 38938-2830. Device lot number updated from 15410261 to 14067563 device expiration date corrected from 07/23/2015 to 01/18/2014. Device manufactured date corrected from 07/25/2012 to 01/25/2011. (B)(4).